Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by replacing the obturator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the obturator was scratched when going into the layers to get to the belly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was not present at the time of the issue. The customer informed that there was no fragment fall on the patient and the obturator was not detached or broken into pieces. The obturator will not be returned for evaluation. Do not know if a backup in obturator was used. There was no injury or harm to the patient. Do not have the picture.